Event description:
It was reported that the customer had food poisoning and customer went into diabetic ketoacidosis. Customer was admitted on (B)(6) 2014 and his blood glucose level was 702 mg/dl. Customer thinks the event was caused by food poisoning. Customer was hospitalized for 2 days in the intensive care unit. Customer was off the pump prior to the ER visit. Customer was off the pump for about 2 days. No further assistance needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).